Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastro intestinal videoscope exhibited a blurry image. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h8 of the initial report. See h8 for more details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, breakage of the objective lens was found which can be presumed to have caused the reported malfunction. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: ¿gif-1200n, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor the field performance of this device.